Event description:
During a clinic follow-up, the device was found to be in backup vvi (bvvi) mode. The cause of the bvvi was found to be MRI exposure. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
D6a: implant date is estimated to be in (B)(6) 2025.